Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise. No additional information or patient symptoms were available. The lead remained implanted.